Manufacturer narrative:
Additional contact information: (B)(6) a getinge field service engineer (fse) (B)(6) troubleshooting helium leak. Order parts. (B)(6) installed parts. Helium leak resolved. Performed system check. Unit passed all testing and was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a valve leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.